Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone 15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that needle did not deploy properly. Patient reported that after priming, he placed the device on his abdomen to activate it. However, the needle did not deploy as expected. Patient stated that after waiting approximately 10 minutes with no needle deployment, he removed the pod. The needle deployed shortly after the pod was removed from his abdomen. This indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was worn less than an hour. As treatment, a new pod was placed.